Event description:
The customer called to report that she was hospitalized due to low blood glucose levels of approximately 40 mg/dl. The customer stated that she has been doing much better since the event, but sometimes experiences high blood glucose levels. Troubleshooting was performed. Found that her time and date had reset due to an alarm. Assisted in programming the correct time and date. Also assisted in programming the correct fixed prime amount. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.